Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The initial reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the insulator on the vapr tripolar90 suction electrode device came off while in use. The fragment was collected from the lesion. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip is detached from the electrode tip. The electrode will be sent to the manufacturer for further review. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging. The device is in a used condition. The active tip is broken at the midpoint of the tip face. The fractured section was returned with the device. The fractured section was surrounded with tissue. The shaft of the device is in good condition and not deformed in any way. No electrical tests performed due to the cable being cut off. No functional test performed due to the cable and suction tube being cut off. Manufacturer summary: from our initial investigation we were able to confirm the customer reported problem where the active tip has broken but we have been unable to determine a definitive root cause at this stage therefore further investigation will be required. A CAPA was initiated for similar failure mode where it was concluded that two potential failure modes abusive load (adhesive is present) and insufficient adhesive at shot point one during the manufacturing process. All corrective and preventative actions from CAPA were implemented by the end of may 2019 to minimize the risk of the glue not being dispensed into the ceramic. The customers device was manufactured in april 2022 which is post CAPA. However, a second CAPA investigation has already been initiated to investigate this failure mode. This CAPA is currently in the root cause phase. The failure mode has been reviewed against the systems risk assessment document, the highest identified risk within (B)(4) for failure modes that are equivalent to the reported complaint failure mode is a section of device breaks during use and falls within patient. Non-routine intervention required to retrieve components. All broken components retrieved, line 480 applies. Resulting in a hazardous situation of soft tissue damage and an outcome (s) / harm being an unplanned procedure performed on patient due to complication (during current procedure). The severity risk category is ¿serious¿- unplanned procedure performed on patient due to complication (during current procedure). For this scenario a pre mitigation risk of grid 14 and a post mitigation risk of grid 14 are stated, which is ¿serious¿ and ¿probable¿ and rated as low as reasonably achievable (alra) ¿ class 1. In the last 12 months a total (B)(4) individual tripolar electrodes were manufactured. A review of our complaint records over the last 12 months to assess the frequency of this failure mode shows this defect where the active tip has detached to be of low occurrence with two reported failures. Therefore, the severity and frequency (B)(4) are as anticipated in the risk documentation and remain as alra. A DHR review has been performed for lot u2202041; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H4: the device manufacture date has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.